Manufacturer narrative:
Correction to blocks: b5, h6.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an elective revision procedure of the implantable pulse generator (ipg) due to normal end of service (eos). The patient's postoperative status is good, and therapy has commenced. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) because the device had reached its end of service after approximately 1 year and 4 months since the implant date. The patient experienced a loss of therapy. The patient's postoperative status is good, and therapy has commenced. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility.

Manufacturer narrative:
The device was retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A product labeling review identified that the ipg was used per the instructions for use (IFU)/product label. Additionally, labeling states that the elective replacement indicator (eri) is displayed on both the remote control and clinician programmer while stimulation continues. Device replacement is required to maintain therapy once eri appears. For batteries lasting 12 months or more before eri, a minimum of 4 weeks is guaranteed between eri onset and end of battery life, as documented in the IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure of the implantable pulse generator (ipg) because the device had reached its end of service after approximately 1 year and 4 months since the implant date. The patient experienced a loss of therapy. The patient's postoperative status is good, and therapy has commenced. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility. It was reported that the deep brain stimulation (dbs) patient underwent an elective revision procedure of the implantable pulse generator (ipg) due to normal end of service (eos). The patient's postoperative status is good, and therapy has commenced. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility.